Event description:
One of our pharmacy technicians, [redacted name], detected a small inclusion in a 500ml 0.9% sodium chloride bag (baxter product code 2b1323, ndc 0338-0049-03, lot y414357, exp [redacted date]). It was brought to my attention by [redacted name], one of our sp qa technicians. He indicated that other bags from the same lot were inspected, and no other defects were noted. With the bag drained and cut open, the small, brown inclusion is trapped between layers of the bag plastic, with more prominent protrusion inside the bag than on the exterior surface. Thanks for taking my call, [redacted name]. Please advise on how to get this to supply chain for reporting to baxter. Baxter (B)(4). [Redacted date] - email response to baxter questions sent. [Redacted date] - RMA and mailer received. [Redacted date] - sample shipped ups 2nd day air. Manufacturer response for 500 ml 0.9% sodium chloride bag, 500 ml 0.9% sodium chloride bag (per site reporter) baxter (B)(4). [Redacted date] - email response to baxter questions sent. [Redacted date] - RMA and mailer received. [Redacted date] - sample shipped ups 2nd day air.